Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. In the absence of a complaint sample or additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.

Event description:
It was reported that there is exudate in the tubing of the dressing. The dressing is saturated, it is also reported that the drainage has an odor on it. No patient affectation reported. No further information available. Device not available for investigation.